Event description:
The customer alleged they received questionable c-reactive protein gen.3 (crp) results for one patient on their c702 analyzer. The patient's sample was processed by the customer's modular pre analytics device and tested in a sample cup. The patient's initial crp result was 378.3 mg/l accompanied by a data flag. The sample was diluted 1:2 and the result was 139.2 mg/l. The customer stated this was the problem result. The sample was then transferred to a false bottom tube and repeated. The first result from the new tube was 383.2 mg/l accompanied by a data flag. The sample was diluted 1:2 and the result was 367.8 mg/l. The sample was then diluted off line and the result was 171.1 mg/l. Information on whether the discrepant result was reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The crp reagent lot number and expiration date were requested but not provided. A definitive root cause could not be determined. The reaction kinetics of the discrepant result showed that insufficient sample was aspirated. It was noted the customer was not using the recommended cup adaptors. This may cause incorrect sample pipetting.

Manufacturer narrative:
This event occurred in (B)(6).